Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The incident involved an unspecified intravenous (IV) tubing set. The reporter stated that the latest batch of IV tubing has been more pliable and when the pumps pull fluid, the suction ends up collapsing/occluding the tubing causing the proximal occlusion alarm. The customer had to change the tubing on one antibiotic infusion four times, and he was unable to get the IV pump to work properly with the tubing and had to request IV medications to get changed to oral to be able to administer the medication. There was unknown patient involvement and unknown patient harm reported.